Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Choking [choking]. Gag [retching]. Swivel head of brush came off in mouth, (gagged and choked) [injury associated with device]. Swivel head of brush came clean off [device breakage]. Case description: (B)(4). A (B)(6) year old female consumer was brushing her teeth with the oral-b precision clean brushheads for only the second time with her oral-b rechargeable toothbrush, version unknown, and reported that the swivel head of the brush came clean off of the stem in her mouth. As the little swivel head was small, it made her gag, almost went down her throat, and was choking her. The case outcome was recovered. No further information was provided.